Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve procedure, while being applied on the stomach, the reload misfired. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve procedure, while being applied on the stomach, the device was locked on the tissue and tried to fire however, could not even if the handle can be squeezed and the green button can be pushed. The locked device was removed by a grasper. There was no patient harm.